Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic sleeve gastrectomy, the patient had a leak needed to be tended to but it was stated that there was no re-operation needed. This resulted to an extended hospitalization but it was unknown for how long.